Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by the new zealand registry titled ¿2024 new zealand acl registry implant report-arthrex¿. The registry reviewed seven (7) patients who underwent knee procedures using arthrex swivelock devices. One (1) patient was documented to have had a meniscus deficiency resulting in clinical failure and reduction loss. Ref: registry, n. A. (2024). "2024 new zealand acl registry implant report-arthrex."